Event description:
This solicited device case from study (B)(4) was received on (B)(4) 2014 from a physician. Patient ID:(B)(6); country: united states. Study title: (B)(6). This case concerns a male patient who experienced swelling, pain and inability to walk after receiving treatment with synvisc one injection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient received treatment with synvisc one injection, (dose, frequency, route, indication, batch/lot number and expiration date: not provided) into an unspecified location. On unknown dates, after unknown latency, the patient experienced swelling, pain and inability to walk. It was reported that all the events occurred for the same reason with the same known reaction and each reaction was increasingly worsened in severity. Action taken: unk. Corrective treatment: not reported. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same investigator's causality assessment: definitely related. Company causality assessment: associated. Seriousness criteria: important medical event for all events.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this male patient was reported to have swelling, pain, and inability to walk following treatment with synvisc one ((B)(4)), while enrolled in the company unsponsored trial for (B)(6). The information cannot be excluded for the events of swelling, pain, and inability to walk, however the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.